Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erroneously low troponin (accutni) results within the risk stratification range for two (2) patient samples from one (1) single patient generated by the unicel dxc 600i access immunoassay system. The erroneous results were reported out of the laboratory. Repeat testing of the samples performed 3 days after the initial testing per the doctor's request on an alternate instrument produced higher results above the ami cut-off of the assay. The results provided by the customer are shown. It is unknown if there were any changes in patient treatment or affects to the patient in connection with this event.

Manufacturer narrative:
Per the customer complaint record, patient samples were collected in heparinized plasma sample tubes with a gel separator. Sample centrifugation information has not been supplied to date. Per the customer complaint record, qc was passing within the customer's established limits on the date of the event. System check data has not been supplied to date for this event; however, the customer did report that system check performance is passing within instrument specifications on their instruments. On (B)(6) 2011, bec hotline contacted a bec field service engineer (fse) who had been on site at the customer's laboratory and informed the hotline that the customer may have shared a pack across their instruments. However, this was not proven to be the root cause for this event. Service has not been dispatched for this event to date. A definitive root cause for this event has not been determined to date for this event.